Manufacturer narrative:
On 03/31/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Both 2d and 3d imaging modalities failure. Mobile view station (mvs) does not power on when switched on. F12 fuse blown on mvs board. Replaced f11 and f12 fuses. Issue resolved. System performed as intended. Confirmed imaging system is fully functional. - return requested. Two replacement 20a 250v fuses shipped to site 03/31/2016. This part was discarded at the site and will not be returned to manufacturer for analysis. - no further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that their imaging system mobile view station (mvs) will not power on, and the line power light is not illuminated. The imaging system was on, however, it then began beeping. The imaging system was plugged into a working outlet and continued beeping. The rt powered-off the imaging system and turned it back on. No further details regarding the issue, or how it occurred, were provided. There was no patient present when this issue was identified.